Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared on the back table. However, it was noted that the tsgc failed preparation. Therefore, the device was not used and was replaced. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.